Event description:
It was reported by the pt that, "revised because the pt could not walk. Dr said that the cup was loose. It was debilitating, was experiencing pain. Did not have a fluid gate, hip would lock up on her. Looked like the bone did not grow into the implant. Wants to know if the shell was part of the trident recall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.